Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) did not alarm for an 11 beat vtac event. The log files were requested for clinical review. It was also revealed that the lead placement was reversed on the patient, which can dramatically alter the EKG appearance. There was no patient harm reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) did not alarm for an 11 beat vtac event.